Event description:
The customer received a questionable hdl-cholesterol plus 3rd generation result for one patient sample processed by the modular preanalytic analyzer (mpa). The initial result was 22 mg/dl and the repeat result was 80 mg/dl. Information concerning which result was reported outside the laboratory was requested, but was not provided. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The engineer contacted the customer and asked for the cuvettes to be replaced, the probes cleaned and the rinse stations checked. The customer suspected the discrepant results were due to a contaminated probe or cuvettes. She believed the issue was resolved after cleaning the probe and replacing the cuvettes as no further issues occurred.

Manufacturer narrative:
This event occurred in (B)(6).